Event description:
It was reported that during a pci procedure, a shaft fracture occured. The lesions being treated were in the left main trunk (lmt), the proximal left anterior descending (lad) coronary artery, and the proximal circumflex (cx) coronary artery. The quantum maverick monorail ptca catheter was used for a kissing balloon technique at lmt, lad proximal and cx proximal. There was in stent restenosis with a cypher modified t-stent on the cx proximal. The lesion was 90% stenotic. A ht whisper wire crossed the lad and tgv wire crossed the cx using the 8f mach1 fl3.5. A potenza 3.5mm x 13mm was advanced into cx afterwards. When the quantum maverick monorail ptca catheter tried to advance to the lad, resistance was felt during the insertion of 1/3 of the balloon into the guiding catheter. It was unk if the resistance was caused by, either getting caught in the guidewire or friction into the guiding catheter. The hypotube of the quantum maverick monorail ptca catheter became kinked. The physician attempted to straighten the catheter and it fractured with ease. The fracture occured outside of the pt. The procedure was successfully completed with an apollohp 3.5mm x 15mm. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
Device has not been returend for analysis as of the date of this report.